Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have forgotten to reconnect sensor after a shower and did not realize it until after waking up from a nap. Customer's blood glucose was 526 mg/dl. Customer reported of not being able to insert sensor with serter as serter was not releasing sensor. Customer was educated on how to insert sensor with serter.